Event description:
A report was received that he patient was having to charge her ipg more often. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The ipg was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off measured 94 mvdc per day, this exceeds the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. The monopolar electrocautery procedures are a known source of high-voltage transient signal that can damage the aic-u1. The battery profile revealed that the aic-u1 was damaged prior the explant procedure. The patient had a lead revision prior the explant procedure but it could not be determined if electrocautery was used. The battery and its insulation were damaged because the facility sterilized the device after it was explanted.

Event description:
A report was received that he patient was having to charge her ipg more often. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The ipg was replaced and the patient was reportedly doing well following the procedure.